Manufacturer narrative:
Additional information was received that the patient's worsening pain was not device related. The patient underwent an ipg replacement procedure. No device malfunction was suspected and the patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was not charging anymore. It was also noted that the patient was experiencing worsening back pain. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patients ipg was not charging anymore. It was also noted that the patient was experiencing worsening back pain. The patient will undergo a revision procedure wherein the ipg will be replaced.